Event description:
It was reported that "before intubation, put air in the cuff and check that it swells. After intubation, even if the operator put air in the cuff, it did not go in." There were no patient harm/adverse event reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00171-00. The date of that submission was 04-mar-2025. B3: day of event is unknown. H3: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. Maintenance for cuff rollers was made to prevent future damage to cuff on mar/28/2025. Upon reviewing the cuff rollers, it has been observed that wear on the tooling presents a potential risk of damage to the cuff. Maintenance is required, specifically polishing, to prevent irregularities on the surface of the rollers. A DHR review was unable to be completed as no lot number was provided.